Event description:
It was reported that a nurse noticed at the infinity central station (ics) that a pt monitored by an m300 was showing a flatline ECG at the ics and that the ics was not alarming at the time. A nurse reportedly responded to the pt and it was reported that the pt had coded and expired. The m300 in use at the time of the event was reportedly checked out by the hospital staff after this event and was subsequently connected to a new pt. (B)(4).

Manufacturer narrative:
The infinity central station (ics) and the infinity m300 logs that were provided show that during the tim of the reported incident, a user was acknowledging m300 alarms by pressing alarm silence on the ics. No device failure was found. Draeger assessed the risk for the reported issue and determined that there are no new or revised risks. For loss of monitoring due to monitor reset or shutdown, the user will be notified of this failure via an audible and visual alarm notification at the ics. No actions are planned at this time. Draeger will continue to monitor for similar reports of this issue.